Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the surgeon reported endothelial damage, iris damage, and bleeding iris at +/- 5 o'clock position, had occurred with the model pcb00 lens. Surgeon prepared the lens by injecting viscoelastic through the small hole, followed by balanced salt solution (bss) to fill the syringe. The plunger was pushed once until the first mark, few seconds later a second push to the click sound was done. Surgeon started rotating the plunger but it just slid over the iol and did not push it into the eye. Surgeon stated he realized that when he pushed forcibly, the iol moved to where he wanted it to go, so he continued with force which was not ideal. As the iol was released with force into the eye, it hit the endothelial surface of the cornea and the iris, damaging the two. Medication prescribed post op were tobradex and nevanac, qid (4 times per day). Day 1 post op, the visual acuity was less than 6/200; he could only see hand motion. One (1) week post op, the cornea had a few descemet folds and vision was 6/15. Iol was placed in the patient's left eye. Post op, fibrin++ and diffuse corneal edema were reported. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer and remains implanted to date. The insertion system has not been returned. The reported complaint of handling and override could not be confirmed. Manufacturing records were reviewed and the lens and insertion system were manufactured according to specification. A review of cosmetic and optical measurements was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in for handling problem, override and/or similar issues. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.